Event description:
Healthcare professional reported a patient was implanted with xen®45 gts in the left eye and a non-abbvie device into the right eye. Postoperatively, hcp reported "bilateral conjunctival fistula obstructing [stent] drainage with the possibility of erosion and possible infection both eyes; glaucoma out of control in both eyes." On pod114 performed "bilateral surgical revision of the xen®45 gts, with the observation of complete absence of drainage, even after several maneuvers and amputations of the external end of the device, due to the possibility of existing fibrosis obstructing it." Device removed and replaced. This is the same patient reported under abbvie patient identifier (B)(6). This emdr is being submitted for the left eye device.

Manufacturer narrative:
E1: (B)(6). Further information regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. The events are a known potential adverse event addressed in the product labeling.